Manufacturer narrative:
Findings: pump had blank display due to moisture damage on electronics. Pump received with minor scratched display window, cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 112 mg/dl. The customer reported that the device was exposed to chlorine water. The customer stated that he accidentally jumped in the pool with his pump attached. The customer stated the pump display went blank immediately after exposure to moisture. Customer reported that there is fluid under the lcd display. The customer stated that the device was not dropped at all and no cracks or damage. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.